Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was crossed successfully, however, balloon rupture occurred at the first inflation when it was inflated up to 6 atm. As per physician's opinion, the balloon ruptured possibly due to calcification. The device was removed and the procedure was completed with another of the same device. There were no patient complications.

Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was crossed successfully, however, balloon rupture occurred at the first inflation when it was inflated up to 6 atm. As per physician's opinion, the balloon ruptured possibly due to calcification. The device was removed and the procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The following attributes were examined; a visual examination of the balloon identified no damages. No issues identified with the hypotube shaft. No kinks or damages were noted on the shaft polymer extrusion. Microscopic analysis revealed, a detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal marker bands identified no damage. Functional testing revealed by using an encore inflation unit and an attempt was made to inflate the balloon when a pinhole leak was confirmed. The pinhole was located over the proximal edge of the distal marker band.